Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two photos and one device. A visual inspection of the returned photos noted: the first photo depicts the instrument inserted into a trocar next to blister packaging with the tyvek lid. The second photo depicts the end of a shaft covered with bodily fluids. The instrument was received partially fired. Visual inspection of the instrument noted that one of the jaw legs had been out of position and damaged. Microscopic evaluation of the distal end of the shaft noted instrumentation markings indicating then jaws had been forced back into the shaft. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the disengaged jaw cam condition may occur when one of the jaws legs gets forcefully pulled outward away from the center line of the shaft. The noted jaw cam disengagement impedes functionality of the jaws, possibly resulting in clip malformation and/or difficulty removing the instrument from a trocar. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, while in the process of applying clips before clamping and dividing the cystic duct/artery, the head of the clip stapler separated at clip junction and was unable to close nor bring back through the trocar. The clip applier and the trocar were removed. The tip of the clip applier remained intact throughout the removal. It was noted that the surgical time extended 30 minutes or more due to the product problem. The device got stuck in the trocar and they could not get the device out. They used reusable trocars and they had to get the device out and find new trocars and proceeded with a new clip applier. There was no patient injury.